Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x3.00mm, eccentric, de novo, containing a lesion bend between >45 and <90 was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). After a guide wire crossed the lesion, pre-dilatation was done using a 2.00x8mm balloon catheter resulting in 60% residual stenosis. Subsequently, a 2.75x24mm promus element ¿ drug-eluting stent was attempted to be advanced to treat the lesion; however, upon attempting to insert the device, the physician noted that the stent struts were flared. The procedure was completed with a 2.75x28mm promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal end of the stent. The first distal strut was lifted, pulled and stretched in a distal direction. The proximal outside diameter (od) of the stent and center struts were measured. The stent protector returned was not the correct component for the device returned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no issue with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x3.00mm, eccentric, de novo, containing a lesion bend between >45 and <90 was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). After a guide wire crossed the lesion, pre-dilatation was done using a 2.00x8mm balloon catheter resulting in 60% residual stenosis. Subsequently, a 2.75x24mm promus element drug-eluting stent was attempted to be advanced to treat the lesion; however, upon attempting to insert the device, the physician noted that the stent struts were flared. The procedure was completed with a 2.75x28mm promus element stent. No patient complications were reported and the patient's status was stable.